Event description:
" Blood exposure accident with the patient who has ppi: (B)(4). When the nurse tried to put hubert's needle in the dasri box, the safety device did not engage. Actions taken: hiv, hbv, hcv serology taken from the patient and the nurse."

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr21d15g8671 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of needles released in april 2021. Investigation results: we did not receive the complaint sample for investigation. Conclusion: without the complaint sample for investigation no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new elements become available in the future, we will reopen this complaint. This type of incident is a known risk of the use of needles. The surecan safety ii has a manually activated safety mechanism that is designed to be deployed upon needle removal and to shield the tip, to reduce needlestick injuries. Surecan safety ii's features include a green dot, which appears through the clear bottom plate when the safety mechanism is successfully engaged. This is a very rare incident (<1/1.000.000), no corrective action is envisaged for the moment.